Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy. Block e1: initial reporter facility name: (B)(6). Block h11: investigation result the returned speedband superview super 7 was analyzed, it was observed that the returned device had 6 bands on it: with one band damaged. The ligator housing teeth were damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This may be associated with the physician's technique or the handling of the device during band deployment. The device's position, or the twists in the body, might have affected how the handle worked when trying to release the bands. It is also possible that the way the varix or polyp was grabbed caused the suture to move, causing the bands to overlap, become damaged, or unable to deploy properly. The marks on the ligator's teeth suggest that too much force may have been used, or the device was inserted in a way that damaged the teeth. This damage likely affected how the handle worked when releasing the bands. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation performed on (B)(6) 2025. During the procedure, the physician reported the band could not be released completely. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation performed on (B)(6) 2025. During the procedure, the physician reported the band could not be released completely. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy. Block e1 initial reporter facility name: (B)(6).